Manufacturer narrative:
The pump passed the displacement test, operating currents, self test and off no power test. No weak battery alarms noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No scrolling numbers anomaly noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll even after battery change. Customer also received a button error alarm. Customer's blood glucose was 126 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.